Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin results generated on the architect c4000 processing module for 1 sample. The following data was provided: initial result = 1.0 mg/dl, repeat on another architect = 9.0 mg/dl, previous sample result was 9.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed dripping from the cuvette washer nozzles. The fsr replaced the cuvette washer vacuum pump, wash nozzles and associated tubing. No additional discrepant result issues have been reported since the service activity was completed. A review of instrument service history on serial number (B)(6) , revealed no additional service tickets for erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the vacuum pump. A review of tracking and trending did not reveal any trends for the architect c4000. A review of the manufacturing documentation did not identify any issues associated with the likely cause parts or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the vacuum pump or the architect c4000 processing module, serial (B)(6) was identified.